Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to an insulation break. An invasive procedure was performed and the physician elected to replace the lead with a new rate sensing lead.